Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ICD changeout, the surgeon suspects while dissecting the adhesions around the catheter, the plasmablade device overheated a portion of a lead, causing damage. The lead was replaced in a separate revision surgery. No patient injury has been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.